Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fatal error occurred. The customer stated this was happened during a case. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a fatal error. A field service engineer (fse) identified that the system was stuck in the blue screen. The fse then replaced the hard drive, reimaged the system, changed the speed duplex, turned off the firewall, corrected the time zone, disabled the wireless fidelity, set the auto login and confirmed that the station was available in the remote smart service. The system functioned as intended after the field service engineer had repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fatal error occurred. The customer stated this was happened during a case. However, there were no adverse events or injuries reported based on this event.